Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled device change. During the procedure, lead abrasion was visualized on the atrial lead. A guidance lead repair kit was used around the area of concern. No electrical abnormalities were noted before or after the lead repair kit was used. The patient was in stable condition post-procedure.